Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: unknown. Event description: hospital: [hospital name]: complaint 1 of 3: (B)(4), complaint 2 of 3: (B)(4), complaint 3 of 3: (B)(4). The product did not work as it should. When the closing movement is made, the ends do not match. See pictures for more detail. No patient was involved as it was detected prior to surgery. Type of intervention: ni. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed a slight wobble in the box lock and that the jaws were slightly misaligned. Based on the condition of the returned unit, it is likely that the reported event was caused by the box lock being loose, most likely due to wear and tear on the device. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. Corrections were performed to section h6.

Event description:
Procedure performed: unknown. Event description: complaint 1 of 3: (B)(4), complaint 2 of 3: (B)(4), complaint 3 of 3: (B)(4). The product did not work as it should. When the closing movement is made, the ends do not match. See pictures for more detail. No patient was involved as it was detected prior to surgery. Additional information received from company rep: the surgeon experienced loss of occlusion due to jaw scissoring. 100% of scissoring occurred. Without clamping it was correct at first glance, when clamped the jaws were twisted and lost their hold. Additional information received from applied medical: according to what I have been told, the first two had problems during the surgery. The third one was tested before surgery and that's when they saw the same problem. Type of intervention: ni. Patient status: no patient injury.